Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent high pacing thresholds and loss of capture. It is unknown if the patient experienced asystole but the patient did report shortness of breath. A revision procedure was subsequently performed wherein the lead was surgically abandoned and replaced. The device was also explanted and replaced to avoid an additional procedure in the near future. It was noted that the intermittent high pacing thresholds were observed at the time of implant and a x-ray obtained. The health care professional suspected the issue was possibly due to lead placement but this could not be confirmed. No adverse patient effects were reported.